Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lcx. Approximately 2 months later, a revascularization of a non- target vessel occurred; two endeavor sprint drug-eluting stents were implanted in the rca. Approximately 12 months post index procedure, the patient suffered a stroke following throat surgery. The investigator assessed that the stroke was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).